Event description:
A resolute integrity stent was implanted in the lcx. Approximately 10 months later, the patient suffered cva. The event is unresolved and the patient continued without treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.